Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14308. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the patient's system was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.